Manufacturer narrative:
Samples and photos received by our quality team for investigation. Through visual inspection, hole in the packaging, brown spot on the plunger, dirt on the syringe, empty package, and black dot inside the plunger are observed, identified as grease. Retention samples were evaluated, no defects or issues in the packaging was observed. Possible root cause for hole in packaging is associated with misalignment in the sealing process. For foreign matter is tangling in the rod feeder, adjustments were made. For empty package is associated with the vision system. For black dot on the plunger, due to contact with an injector surface containing oil. As soon as the operator discovered the oil leak from the machine, he carried out the necessary containment to correct the problem and check the material. Manufacturing personnel have been made aware of your experience to increase awareness of this. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd syringe plastipak 3ml s/su had defective molding. The following information was provided by the initial reporter translated from portuguese to english: syringe 3 ml lot: 3199994 (B)(4) units: 1 hole in the package, and 1 brown spot on the plunger) batch: 3324286 (b)(5) units: 1 empty package, 1 foreign body/dirt on top of the syringe barrel, 1 black dot inside the plunger, 1 plastic extension coming out of the plunger puncturing the plastic package). Additional information provided: has there been any harm to patients/healthcare professionals? A: no can you please confirm event occurred date? A: during the months of (B)(6) 2024 is there any patient impact, if yes, please explain in details? A: no was anvisa notified? If yes, what was the notification number? A: no is the sample related to this incident available for analysis? A: yes for sample collection and replacement, please inform. Name of organization - (B)(6). Cnpj number - (B)(4). Icms taxpayer (yes/no) - yes if icms taxpayer, issuer of invoice (yes/no) - yes product purchase invoice number- (B)(4). Sector/department - reception how many units are available for collection - 2 / 4 / 3 is the sample contaminated, if so, the substance - no full address (street, zip code, neighborhood, city and state): (B)(6). - (B)(4). Contact name/telephone: (B)(6).

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.